Manufacturer narrative:
On 12-jan-2020, mentor received additional information, thus the patient¿s date of birth has been approximated to be (B)(6)1991. On 18-jan-2020, mentor received the suspect medical device. Device evaluation summary: according to the information reported the patient experienced a rupture in the gel breast implant. During visual analysis of the sample was found a tear in the anterior view, measuring approximately 0.9 cm. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 270cc smooth mentor memorygel breast implant and experienced postoperative bilateral rupture. As a result, the patient underwent explantation and replacement with unspecified devices on (B)(6) 2019. This medwatch report is for implant 2 of 2.